Manufacturer narrative:
Result: the complaint was confirmed. As received, a visual inspection and electrical testing confirmed both leads have damaged wires and are electrically open. The lead wire damage occurred at the lead body kink site. The returned anchors had been modified in the field; during analysis the anchors aligned with the kink and damage site of the lead. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10129. The pt received the scs system consisting of the ipg and two scs leads (same lot). It was reported the pt was not receiving stimulation. The pt was experiencing difficulty with remembering how to charge. During the procedure to replace the ipg, intra-operative testing revealed invalid impedances on the leads. The physician replaced the ipg (with another rechargeable model) and scs leads on (B)(6) 2011.